Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the lead was placed in the left bundle branch area. After successfully screwing in, the threshold was too high, and it could not be screwed in, so it was ready to screw out the lead to find another part. Due to patient's myocardial fiber tissue which hooked the screw tip of the lead, it was very difficult to remove the screw. After repeated attempts, the lead was safely screwed out. However, when the lead was taken out, it was found that some myocardial tissue at the tip of the lead cannot be removed, which affected the lead to be used again. A different lead was used to complete the procedure. No patient complications have been reported as a result of this event.